Manufacturer narrative:
Fractured implant. Attempt #2 - follow-up email to customer requesting x-ray image and abutment info. (B)(6).

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 10. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.